Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to turn up the intensity on their remote and it showed the "settings not available" message. The patient's pain symptoms returned. An impedance issue was detected on electrode 0 and all other electrodes were within the normal limit. The patient was reprogrammed and the affected electrode was not used. The patient had good pain coverage after reprogramming. The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that contact 0 was out of range on the impedance check and connectivity check which showed the impedance to be high/red at 40000. There were no known factors that may have led to the issue. The rep reprogrammed around electrode 0 with good coverage. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications reported.